Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. The DHR review indicated that there was no quality issues associated with this reported failure. All dhrs are reviewed for accuracy prior to releasing the product lot. The sample was received at the plant for evaluation; it consisted of one guide wire with two introducer needles, a catheter, two dilators and a cap. Visual inspection was performed and it revealed that the guide wire was stuck in the introducer needle. The guide wire was stretched and kinked at different points. As part of the evaluation, the guide wire was separated from the introducer needle with manual force and dry blood was observed that prevented the guide wire separation from the needle. After the separation, the guide wire passed easily through the introducer needle. Dimensional testing was performed and measurements were within specification. The guide wire is covered by a plastic component dispenser which has the purpose of assuring the integrity of the stainless steel. This component has defined characteristics as part of its design which makes it flexible for gentle manipulation during use. It appears there were attempts to insert the guide wire into the needle and these attempts required manipulation. Based on the investigation results, the most probable root cause is related to needle obstruction with a piece of tissue during the guide wire insertion procedure. During manufacturing operations, all raw materials are manipulated according to work order procedure. Based on the DHR review, it can be concluded that the product was manufactured according to specification. No further actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 12/01/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states that the guide wire could not be withdrawn. As a result, they pulled the entire catheter with the guide wire out and changed the new catheter. Patient involved without injury.